Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer did not know if the blood glucose level was impacted. As the occlusions had occurred in the past, troubleshooting to determine a possible cause of the occlusions was unable to be performed.